Event description:
Customer reported that the device's power button is intermittent. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information for the front keypad to repair device.